Event description:
Edwards learned that a 27mm mital bioprosthetic valve necessitated valve-in-valve intervention due to unknown reasons after an implant duration of approximately 9.5 years. There were no reported complications.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device or additional information, no definitive conclusion can be drawn regarding this re-operation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.